Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 4 patient samples tested for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on their cobas e 801 module compared to the centaur method. The 4 patient samples were submitted for investigation. Of the data provided, the tsh and ft3 iii results for the 4 patient samples were discrepant between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. (B)(4). There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot used with the e601 module was 227001 with an expiration date of 31-mar-2018. The ft3 iii reagent lot used with the e411 analyzer was 257857 with an expiration date of 30-jul-2018. The ft3 iii reagent lot used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. Based on the information provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.